Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had been having issues with their sensor glucose values and the blood glucose value ever since their transmitter got replaced. The customer stated that there were discrepancies between the sensor glucose values and the blood glucose values. In the morning, the sensor glucose was 90 mg/dl but the blood glucose was 50 mg/dl. At lunchtime, the sensor glucose was 140 mg/dl but the blood glucose was 231 mg/dl. At the time of the phone call the customer's blood glucose was 159 mg/dl and the sensor glucose was 145 mg/dl. The customer stated that the reason why their transmitter was replaced is because they were in the hospital for non diabetes related issue, and their transmitter got lost. Nothing further was reported.